Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice automated pd set w/cassette leaked. This was observed during use for peritoneal dialysis (pd) therapy. This was identified during the end of pd therapy from the cycler and the patient observed the leak on the claria device itself, under the cycler, on the table and the floor. There was no patient injury or medical intervention associated with this event. No additional information is available.